Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on 03/13/2025. The patient experienced an unknown sensor issue which occurred the day of sensor insertion into the abdomen. On 03/13/2025, the patient reported that she was hospitalized due to her sensors not connecting with the dexcom receiver. The patient¿s bg level at some point during this event was 808 mg/dl. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. No patient symptoms were reported. No other event details were provided as the reporter was ¿in a rush¿ and unable to provide any further details. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available

Manufacturer narrative:
(B)(4)